Manufacturer narrative:
This event is being reported due to a preceding medical device report where surgical intervention did occur. This event is a subsequent malfunction. The risk to the patient is remote. Evaluation result: fracture problem and evaluation conclusion: design deficiency.

Event description:
Patient returned to office complaining that abutment felt loose after biting into food. Dr states that abutment was fractured at the hex. No patient injury.

Manufacturer narrative:
The investigation concluded that the fracture was related to the design at the hex connection and the screw access hole which led to the recall.